Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained when a single patient sample was tested using vitros tsh lot 6960, lot 6980 and lot 7041 on a vitros xt7600 integrated system and a vitros 5600 integrated system. The results were higher than expected when compared to an abbott tsh result for the same patient sample. Patient 1, sample 1 vitros tsh results of 10.21, 10.64 and 11.05 miu/l (hypothyroid) versus the abbott tsh result of 5.04 miu/l (hypothyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 603194.

Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained when a single patient sample was tested using vitros tsh lot 6960, lot 6980 and lot 7041 on a vitros xt7600 integrated system and a vitros 5600 integrated system. The results were higher than expected when compared to an abbott tsh result for the same patient sample. A definitive cause of the event was not established. Historical qcs leading up to the higher than expected results for the patient sample indicated acceptable vitros tsh 6960, lot 6980 and lot 7041 performance and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh 6960, lot 6980 and lot 7041. Instrument-related issue cannot be ruled out as a contributor to the event as no diagnostic precision testing was conducted on the instruments to verify their performance. However, the vitros tsh results were reproducible on the instruments and qc results on both instruments was acceptable leading up to the event. Therefore instrument-related issues are unlikely contributors to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The event was isolated to higher than expected results from the testing of a single patient sample. It is possible an interferent that affects the vitros tsh method and not the abbott tsh method contributed to the event, however, this could not be confirmed as no further investigational testing was conducted to rule out the presence of a sample specific interferent.